Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: g3, g4, h2, h3, h4, h6, and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal fiber breakage, scratches on distal edge, debris under cover glass, minor stains under light guide (lg) cover glass and minor cracks on side of the video connector (vc) were found. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the shaft of the video scope is bent and unable to see a picture. No reports of patient harm.

Event description:
It was reported the shaft of the video scope is bent and unable to see a picture. No reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.